Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized due to peritonitis and fluid build-up. No additional information was provided during intake. During follow-up, the patient confirmed they were short of breath (dyspnea) while undergoing ccpd therapy on (B)(6) 2024 and went to the hospital. The patient reported they were admitted for fluid overload, peritonitis and was discharged on (B)(6) 2024. The patient reported they transitioned to hemodialysis (hd) while hospitalized because the infection wasn¿t clearing, and they had excess fluid building up. The patient reported beginning outpatient hd therapy on (B)(6) 2024 and feeling much better. The patient stated they are receiving antibiotics (drugs, dosages, frequencies, durations not provided) intravenously during hd therapy. The patient stated their pd catheter (not a fresenius product) remains in place and is being cared for by the pdrn. The patient will return to ccpd after approximately 30-60 days once their abdomen has had time to rest. The patient stated the fluid overload was caused by the peritonitis (cause unknown) adversely affecting the pd catheter from draining. The patient stated they were not experiencing any difficulties with the liberty select cycler and intend to resume utilizing the cycler when the time is appropriate.